Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in a severely calcified, unspecified vessel. Pre-dilation was performed. Several attempts were made to advance the 3.0x24mm taxus liberte stent to treat the target lesion, but the stent was unable to cross the lesion. The procedure was completed with balloon angioplasty and the placement of a different stent. No patient complications were reported and the patient's status is good.